Event description:
According to the complaint on (B)(6) 2018, an 8-hour night-time tcpco2 measurement was performed with the tosca 500 monitor on a (B)(6) male. A visible burn mark appeared in the area where the sensor had been fixated. Data shows that the sensor temperature was 45ºc and not 42ºc as recommended in the operator manual and informed by the customer.

Manufacturer narrative:
In MDR 3002807968-2018-00018 follow-up #1, it was incorrectly stated in field (h10) that the affected device was returned to manufacturer 2018-06-06. However, the correct date was 2018-06-13, as stated in field d10 of follow-up report #1. Futhermore, 'consumer' was by a mistake ticked off in field g3 in the initial repport. Field g3 has been updated in this report to reflect the correct report sources.

Manufacturer narrative:
The affected tosca 500 monitor and the applied tc sensor 92 were tested by measuring the temperature at the sensor head with a digital thermometer. All tests were performed with a monitor temperature at 42cº (recommended maximum temperature). From the investigation and tests performed no abnormal behavior was observed for the affected sensor or the affected tosca 500 monitor. The device worked as intended and no error was identified.

Manufacturer narrative:
The actual device has been returned to manufacturer on (B)(6) 2018. Further tests are now being planned to be conducted as part of the root cause investigation.